Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was no longer able to connect to an external display via hdmi, resulting in a black feed. Technical services (ts) was unable to troubleshoot during call, but the manufacturer representative (rep) reportedly had already ensured the external video toggle switch in the application was toggled on. He also reportedly tried adjusting the external video resolution settings in stealthadmin, but the issue persisted. The issue was identified as a possible hardware problem involving the external video chain, which consists of the computer, high-definition multimedia interface (hdmi) to digital visual interface-I cable, and hdmi connector/bulkhead. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735854, serial/lot #: -, ubd: unknown, UDI#: unknown; product ID: 9735775, serial/lot #: -, ubd: unknown, UDI#: unknown. Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the high-definition multimedia interface (hdmi) adapter and cable were replaced, and the system then functioned as intended. Codes b01, c07 and d02 are applicable. A0902: applicable to the black feed a13: applicable to being no longer able to connect to an external display via hdmi medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h6: the cable (9735854), lot number: unknown was returned and analyzed. In summary, there was no failure found. Codes b01, c19, and d14 apply. The cable (9735775) was returned unused and is no longer relevant to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.